Event description:
It was reported that the alert for high rv defib impedance sounded on 8 oct impedance is still stable. There are no significant fluctuations. Also, the rvtip to rvcoil impedance is stable. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).